Event description:
It was reported that patient faced three infusions set cannula was bent on (B)(6) 2026. The patient experienced high blood glucose levels and received treatment with correction injection via mdi. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.